Manufacturer narrative:
Zoll medical representative went onsite and evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including to pacer testing without duplicating the report. Review of the device log showed no issues with the pacer function. The log showed a pace event on (B)(6) 2021, where the device did not capture during pace due to no pacer output. The operators guide instructs to use the arrow keys and the select button to adjust the pacer output. After the pacer current is adjusted, electrical pacing capture began and lasted for 56 seconds. The log also showed three brief occurrences of pacer output out of range prompts, indicating that the device does not recognize the patient impedance via pads. This is not an indication of a device malfunction, but an indication of poor pads coupling between the patient and the pads. The investigation concluded that the device is working as expected. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.